Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the spi driver u28 on the (mc) board had a shorted line which caused the spi bus to malfunction and alarm e/c1007 (machine and proximal pressure sensors failed) to be triggered. Replacing u28 resolved the problem and the ventilator started up and delivered breaths without any errors occurring.

Manufacturer narrative:
(B)(6).

Event description:
The manufacturer's field service engineer (fse) reported that after replacing the data acquisition (da) pcba to motor controller (mc) pcba cable, the unit was given an error code message of machine and proximal pressure sensors failed. There was no patient involvement reported.